Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. The unit was tested with several different scopes, with every scope, the video image and scope detection were both functioning normally. The unit passed all functional tests. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center would not produce an image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received on 21sept2021 noting that another cv-190 with the same camera was used to complete the procedure. Initial reporter's title is 'biomedical engineer'.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. Additionally, a correction to d9 is being made. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ based on the information provided and the results of the investigation, it is believed that a poor connection caused the reported event to occur. A loose cable or an abnormality in the printed circuit board, where dust or water droplets could had adhered to the electrical contacts and compromised the connection could cause no image to appear. Olympus will continue to monitor the field performance of this device.